Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage at site. The site of location was abdomen. The syptoms were noticed three hours after insertion. No further information was available.